Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 94 mg/dl. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.